Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection. During this revision, loosening was found between the diaphysis sleeve and the diaphysis base. Note: the surgeon suggested having a type of torque wrench to lock the screw between the diaphysis sleeve and base.